Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure a resolute onyx des was implanted. Cec identified late stent thrombosis arc definite of the lad post implantation.